Event description:
It was reported that during an interrogation it was noticed that there were discrepancies in the mode switch statistics between the different programmer screens. The files from the programmer that was used were sent to the manufacturer for review.

Manufacturer narrative:
Discrepancies found in the mode switch statistics between the different programmer screens. A response from the manufacturer is pending.